Manufacturer narrative:
Additional contact: direct: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted and the pump was noted to be shutting down where there is about 15mls left to infuse. No adverse effects were reported.